Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of the event is estimated.

Event description:
It was reported the patient¿s ipg was explanted. Reason unknown and the date is unknown.